Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer had already ordered a new charger and cable and declined further assistance, indicating she would contact support again if the new equipment did not resolve the issue.